Manufacturer narrative:
Additional information received for this case reported that the type ia endoleak was observed during the index procedure. Four endoanchors were successfully implanted. The physician determined the cause of the endoleak was due to 10mm neck with a reverse taper. Follow up CT exam performed approximately 20 days post index procedure has shown the endoleak has resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted for the treatment of an unknown size infrarenal abdominal aortic aneurysm. It was reported that a heli-fx applier was selected for use as an accessory device for the treatment of type ia endoleak occurred during the procedure. The endoleak was resolved. It was reported that the cause of the event could not be determined. No further clinical sequelae were reported and the patient is fine.